Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, the curved stylet would not fully advance all the way into the right atrial (ra) lead body. Multiple stylets and attempts were made and it was thought there was some sort of kink or defect in the lead lumen. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.